Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for bleeding event but not for deployment difficulties since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date - device not implanted. Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment of the angio-seal device, after pulling the entire device came out of the body. The string was there and attached. But as they moved the green tube down, they did not have any resistance and the patient continued to bleed, like there was no collagen. They had to hold pressure to get hemostasis. The patient is stable, and the procedure was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 19january2021: the type of procedure was a left heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. When they went to pull the sheath and collagen plug out the foot plate was intact, the string was there they pulled it guitar string tight and pushed the green tube down. The green tube sailed like there was not any collagen. The patient continued to bleed, and hemostasis was not achieved. The blood loss is unknown, hemostasis was achieved by holding pressure.